Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h3, h6- (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) stated display needs to be replaced. The machine has not been repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during routine check, cardiosave intra aortic balloon pump had a display failure. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6-type of investigation code, component code. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.